Event description:
This was a cardiac lead extraction case performed in the cath lab to remove one rv lead (vdd, model unknown, implanted in 2001) due to aicd upgrading. The lead was prepared with an lld-ez. A 16f sls ii was then calibrated and the physician began lasing using the cook teflon sheath. The laser sheath passed relatively easily the svc, but became blocked near the tricuspid valve, so the physician used the 16f sls ii outer sheath. The lead was successfully removed and the sheath was used to introduce guiding wires. Following sheath removal, blood pressure dropped, and echo indicated a pericardial effusion. Another physician on the team inserted a drain successfully, draining approximately 170 cc of blood from the pericardium. After 20 minutes, the patient had stabilized (normal bp) and there was no accumulation of pericardial fluid, so the procedure was continued with tee, with attempted new rv lead implantation. After about 20 more minutes, there was another drop in bp and fluoroscopy confirmed no heart movement. The cardiac surgeon (cs) was called, performed a sternotomy, and evacuated approximately 1.5 liters of blood from the chest cavity. The cs compressed the heart manually, and noticed that the svc/ra had a tear, a few centimeters in length. They managed to close the blood leakage and rushed the patient to the ER. Unfortunately the patient died, and we don't have any official statement regarding the cause of death. No device was returned for engineering inspection. No lot number was provided for the lld-ez or the 16f sls ii, so no qa review could be conducted.